Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient woke up to the transfer set being disconnected from the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.